Manufacturer narrative:
A ge healthcare service representative was not able to confirm the reported complaint due to the hospital not accepting an evaluation and possible repair of the unit. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative was not able to confirm the reported complaint due to the hospital not accepting an evaluation and possible repair of the unit. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was not able to mechanically ventilate. No report of patient involvement.